Event description:
It was reported that a patient underwent an unknown spinal procedure. During the procedure, the tip of the driver broke off. No patient complications were reported.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this device was not possible without additional device information.

Manufacturer narrative:
Analysis of the returned device shows that the instrument torque mechanism was functionally evaluated; torque readings were taken and determined avg torque reading to be approx 92 in/lbs., which is within print specification; 35 of 36 individual torque readings were within print specification ranging from 87.7 to 95.7 in/lbs (torque specification 80 +/- 8in/lbs). Visually confirmed the driver shaft is broken; crack appears to have initiated at stress relief fillets. Microscopic examination of fracture reveals a fairly brittle fracture with an angulated surface, which is indicative of torsion. River lines indicating crack initiated at fillet, which propagated around bend of driver fracture. The torsional indication of the fracture, in conjunction with the cross-sectional striations on both sides of the fracture, and the age of the instrument (product manufacture date approx oct 2003) suggests cyclic fatigue mechanism of failure.